Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure multiple system messages were displayed and the aspiration was poor. It was noted that the surgeon was working in the flow mode instead of the vacuum mode causing the system message to display. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and it was determined that the customer was using in an incorrect surgical mode (I/a mode versus vitrectomy mode). The incorrect surgical mode was attributed to the poor aspiration and system message (sm). The system was tested and found to meet product specifications. The system was manufactured on february 22, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a customer use issue. (B)(4).